Event description:
It was reported by the aci sales professional that a patient underwent a catheterization procedure in (B)(6) 2013. Access was obtained via a 6f cordis sheath. Following the procedure, the physician who is a trained user, used a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during prep/testing of the balloon, it was noted that the balloon had a small pin hole and would not stay inflated. A second mynxgrip vascular closure device 6f/7f was prepped and deployed successfully.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f1316510) indicated that the device met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.